Event description:
It was reported that a patient with a cervical hernia underwent an anterior cervical decompression with fusion at c4-c6 on an unknown date. It was confirmed on a post-op CT scan 17 days post-operatively that one of the c4 screws, which was inserted in the cranial side, had backed out. A revision surgery was performed 3 weeks post-op to remove and replace the loosened screw and was completed successfully. The physician confirmed during the revision that the locking mechanism on the plate was functioning properly. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.